Event description:
It was reported that the patient¿s therapy worked for a while after implant, but their symptoms started to return in (B)(6) 2012. The patient started going to the bathroom 6 to 7 times at night and within the last 6 months they were now incontinent during the day. The patient had fallen 3 times in 2014; the first time they fell directly on the implantable neurostimulator (ins) and the last 2 they did not fall on the device and fell on their knees. The patient was now in a wheelchair and was going to have a total knee replacement. The patient had the device checked after the fall and was told that one of the leads was broken and not working correctly. The patient was not sure why the health care provider (hcp) had not done anything about it. The patient was told the lead was broken 4 months ago. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v840309, implanted: (B)(6) 2011, product type: lead. Product ID 3889-28, lot# v840309, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).